Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. The patient has a history of coronary artery disease. It was reported that the stent graft was placed inaccurately and a proximal aortic extension cuff was required. Final angiogram demonstrated an unsuccessful outcome with a proximal endoleak and the aneurysm was not excluded. The status of the patient is unknown. No additional information is available.